Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure a full dose heparin was administrated before crossing the septum with a steerable versacross and wire. The physician crossed the left atrium (la) septum and advanced the wire into the vein. The physician exchanged the versacross for the was. The wire was placed in the laa and the pigtail catheter was advanced over the wire. The activated clotting time (act) was 349. On transesophageal echocardiography (tee), the physician noted a non-mobile thrombus in the base of the laa and additional heparin was administrated, the act was rechecked and found to be supratherapeutic. The physician decided to abort the case due to the presence of the thrombus in laa. There were no patient complications, and the patient is fully recovered.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure a full dose heparin was administrated before crossing the septum with a steerable versacross and wire. The physician crossed the left atrium (la) septum and advanced the wire into the vein. The physician exchanged the versacross for the was. The wire was placed in the laa and the pigtail catheter was advanced over the wire. The activated clotting time (act) was 349. On transesophageal echocardiography (tee), the physician noted a non-mobile thrombus in the base of the laa and additional heparin was administrated, the act was rechecked and found to be supratherapeutic. The physician decided to abort the case due to the presence of the thrombus in laa. There were no patient complications, and the patient is fully recovered. It was further reported that the patient rhythm during diagnosis of thrombus was atrial fibrillation and the patient had no prior cardiac procedures.